Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Evidence indicates that the loose header was caused by external stress during the explant procedure. Manufacturing enhancements have been implemented to make the header bond more robust.

Event description:
Boston scientific received information that during a normal replacement procedure of this device it was difficulty to remove the right ventricular (rv) lead from the device header. The left ventricular (lv) lead was removed with no issues, but part of the lv lead remained in the header and could not be re connected to a new device. The lv lead was surgically abandoned and a new lv lead implant is intended. The device will be returned. No adverse patient effects were reported.